Event description:
It was reported by the sales representative that the device does not have sufficient drive to the disposable. It is unknown if this occurred during a procedure and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a gynecological procedure on (B)(6) 2013. The procedure was completed with a new handpiece.